Manufacturer narrative:
The device was returned to the service center for evaluation. A leak was noted at the biopsy channel. Severe buckles with deep scratches, channel leaks and play were noted on the insertion tube. Cuts and holes were noted on the bending section rubber. The bending section glue was cracked on the scope cover and insertion tube. The scope cover and insertion insulation was found damaged. The camera switch #1 was found cut. The scope¿s angulation was checked and noted to be low. Deep dents were noted the scope¿s plastic cover. The light guide tube was found buckled. The movement of the scope¿s control knob was checked and found to be loose with play. The cause the reported event could not be determined at this time. The instruction manual states ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The user facility reported that gashes were noted on the protective layer of the scope. There was no patient involvement reported. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.